Manufacturer narrative:
H6: investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Lot #'s were provided, however, they were not valid for the material number. Requested information was not provided after multiple attempts. This complaint is unable to be confirmed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there were erroneous results. The following information was provided by the initial reporter. The customer stated: "the tube has yielding assays with "low and high chloride".

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1136429, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 1123998, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there were erroneous results. The following information was provided by the initial reporter. The customer stated: "the tube has yielding assays with "low and high chloride".